Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker and stained address/serial number label. The test reservoir and infusion set. Does not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that crack at the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.